Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a3. Additional information was requested, and the following was obtained: did the patient experience a wound dehiscence? Unknown. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Male. The diagnosis and indication for the index surgical procedure? Tka. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. On what tissue was the suture used? Skin. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes. Were two reverse stitches performed across the incision prior to closure? Yes. What tissue dehisced? Yes. Did the suture break? If so, where was the break noted (termination, middle, end)? Yes. Were there any precipitating stress factors that led to the suture breaking or pulling out of the tissue? No. Please describe any surgical intervention required for the wound dehiscence including date and findings. Reoperation. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Please describe the appearance of the suture during the second procedure. Ok. What symptoms did the patient experience following the index surgical procedure? Onset date? Pain within 3-5 days. Other relevant patient history/concomitant medications? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. What is the patient's current status? Unknown. Lot number? N/a. If applicable, will product be returned? If so, please provide the return date and tracking information. Yes - hospital has sent it back in shipper kit via fed ex corrected information: h6 health effect - clinical codes.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction)? Patient manifested pain and the patella was coming out of place. Please provide the onset date/time of the reaction from the initial procedure? 2 weeks post op. Please describe any medical intervention required to treat the patient condition including medication name and results? Booked for surgery. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. No. Does the patient have a known allergic history to any medical devices, food and/or medication? No. Was allergy testing performed? If so, please describe with results? No. Are there any photos available? No has the additional suture sample been sent? If yes, please provide any tracking detail. Yes patient was brought in again for surgery a second time and had created an infection. This time surgeon used monocryl in the capsule to repair. Washed out with beta-dyne and antibiotic irrigation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are additional samples being returned for evaluation? If yes, please provide status and any available tracking information. Corrected information: h6 health effect - clinical code.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned devices. The returned product determined that it was received, some suture pieces that pertain to the product code sxpp1a445. During the visual inspection of the suture pieces, body fluids, and tissues were noted in each piece of suture. Also, the ends appears to be cut probably by a surgical instrument. This is consistently with the removed of the suture from the patient. The product code sxpp1a445 contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined and no additional test could be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: the rep reported the patient had a reaction to the suture as well and will send in more for analysis. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was receive, one used suture that pertain to product code sxpp1a445. During the visual inspection of returned sample, it was noted that the suture was cut two suture sections. Body fluids and barbs damaged were observed in the strands; this is consistently with the removed of the suture from the patient. In addition, the suture has begun with degradation process. As per condition of returned sample, the functional test could not be performed. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history review: a manufacturing record evaluation was performed for the finished device tbmczc batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction from the initial procedure. Please describe any medical intervention required to treat the patient condition including medication name and results. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Has the additional suture sample been sent? If yes, please provide any tracking detail.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 236 g/m. H6 component code: g07002 device not returned no device problem found attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient experience a wound dehiscence? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What tissue dehisced? Did the suture break? If so, where was the break noted (termination, middle, end)? Were there any precipitating stress factors that led to the suture breaking or pulling out of the tissue? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a tka on (B)(6) 2023 and barbed suture was used. Twenty five days post op, on (B)(6) 2023 the suture tore and the patient had to be brought back for a second procedure. Additional information was requested.